Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue, however, occlusion alarms recur. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 299-300 mg/dl range.